Event description:
Spoke with pt who states that one of her ms3 pumps (sn (B)(4), due (B)(6)2018) "is not working." She wouldn't/couldn't elaborate, but kept stating there is no error message. "It's just not working it's just not delivering any drug." Pt does have one working pump on hand. Author asked if this pump was even working (pharmacy had sent it to her back in (B)(6)). Py stated "no. Author reviewed important of rotating between the 2 pumps to ensure she always had working pumps on hand. Pt v/u. Pt is unharmed. We are sending a replacement pump and return box to her. No other information is known. Dose or amount: 40nkm. Frequency: continuous. Route: sq. Dates of use: (B)(6)2015 to present. Diagnosis or reason for use: pah.